Event description:
On 05/24/2022, it was reported arthrex employee via phone that a ar-1288qis-90 acl tightrope kit has a quad pro harvester that is a 8mm and should be a 9mm. This was discovered during a quad acl when the device would not cut the graft properly, this was the result of the device measuring to shorting. The case was completed using a ar-2386-09. There was no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Device was discarded by facility. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.